Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: the pump is indicated for use with novolog or humalog u-100 insulin. H3 other text : device not returned.

Event description:
It was reported occlusion alarms occurred. The customer's blood glucose level read "high"; a specific value was not provided. The customer removed the pump and reverted to an alternate method of insulin therapy to address the occlusion alarm and elevated blood glucose.